Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision; asr xl - left hip; reason for revision: unknown.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4)reason for original complaint ¿ asr revision; asr xl - left; reason(s) for revision: unknown. (B)(4). Lot no for cup unknown. Update - added reason for revision, file handler details, hospital, additional surgeon, lot number for cup, added head but querying incorrect lot number for head. Taken from claimesuite dated 17th march 2015. Reason(s) for revision: pain; hospital: (B)(6) hospital; additional surgeon - mr ahmed othman. Lot number for cup - 2459077. Correct lot for head now received on 19th march 2015.